Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted there was fluid loss from a pinhole in the cuff. The aus was explanted. There were no additional patient complications.